Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.